Event description:
It was reported that the patient was having difficulty communicating with her ipg using the charger. A replacement charger did not resolve the issue. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to this relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.